Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported pain with stimulation radiating from her right lower extremity to her right back to her right shoulder. The most recent interrogation prior to the event occurred on (B)(6) 2016. The patient was reprogrammed on (B)(6) 2016 during an unscheduled clinic or office visit and declined a lead revision. The clinical diagnosis of the painful stimulation resolved without sequelae on (B)(6) 2016. The event was related to the device or therapy, and was not related to the implant procedure or programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the cause was not determined.